Event description:
Additional information received reported that the device was not completely flipped but rotated and "protruding outwards". It was seen when the doctor examined the patient in the exam room. The implantable neurostimulators (inss) were causing her pain because they were not lying flat. It was noted that there was "nothing technically wrong with the inss, they were just rotated and caused her discomfort". They were replaced and the pockets were revised. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her implantable neurostimulators (inss) "replaced due to weight loss." It was further reported that the patient's inss "were flipping." It was noted that the patient's current replacement implants were placed "deeper." Additional information has been requested. A supplemental report will be filed if additional information is received. Please see MFR report # 3004209178-2013-03419 for information on the patient's other device.

Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).